Event description:
A malfunction was reported on the pump, leading to the customer¿s blood glucose level exceeding 500 mg/dl, with the specific value being displayed as "high." To address the high blood glucose levels, the customer administered a correction injection via multiple daily injections and did not require assistance from a third party. The malfunction code 15 was identified and is resettable, although the reset had not been performed within the last 24 hours. Further attempts to assist the customer with the pump reset were interrupted, and a follow-up message was left. Customer called back the malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurs.